Event description:
Prostatectomy - "first arming: the clip did not come down. Second arming: the clip arms correctly but when the surgeon places it, the clip overlaps on itself and fails. Third attempt with very difficult arming: the clip fell quickly into abdominal cavity of the pt. Clip was removed successfully."

Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.